Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 1035 mg/dl. The customer stated that his doctor checked the programmed on the insulin pump and it was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.